Event description:
It was reported that the patient experience syncope and pacing inhibition was noted. The patient was hospitalized. Review of the data was requested. The implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported. Additional information was received that boston scientific technical services (ts) reviewed the electrogram (egm) strip and noted oversensing of a far-field signal of the atrial pace causing pacing inhibition. Ts noted that the oversensing could not be ruled out as a potential cause of the patient's syncope. Ts further discussed troubleshooting and programming options. The clinic reprogrammed the ICD. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient experience syncope and pacing inhibition was noted. The patient was hospitalized. Review of the data was requested. The implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.